Event description:
On (B)(6) 2011, pt reported, the down button on the infusion device was not functioning properly. This was noticed 2 weeks prior to report when pt attempted to bolus. The down button was slow to respond and has steadily gotten worse. Infusion device had been in use since (B)(6) 2008, and pt boluses 5 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.